Event description:
It was reported that the ilet device would not charge despite attempts with multiple power outlets, and the charger¿s indicator light flashed green three times and then turned off, resulting in no charging while the device remained at approximately half battery. Symptoms included no adverse clinical effects. Outcomes included no impact to the user¿s health and no medical interventions. Investigation included troubleshooting and user education. Investigation of this case revealed a charger malfunction consistent with a charging accessory failure that prevented proper power transfer to the device. It was concluded, based on previously established findings for similar reports, that the cause was a defective charger.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.